Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power, however, the ac power cuts in and out with ac cord movement. The device remains on when switched between ac and battery power. Internal inspection revealed a component was broken off of the system board and is missing. The component sits on system board near the device casing plastic and may have broken off if put under excessive external pressure against the casing. The component is part of the system board battery charging circuitry. Battery charging is still possible without the missing component, but charging may be impacted. The system board power supply module v+ mounting pin was verified broken away from the system board solder point. This break results in intermittent dc power to the device from the continuous ac power source.

Event description:
It was reported that the device has a broken ac power inlet. The unit turns off if the ac power cord is moved. No known impact or consequence to patient.